Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to explant the patient's therapy system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information was provided with respect to this matter. According to the implanting physician, the reported issues are not related to the patient's scs system. However, the patient desires explant of the devices. Surgical intervention is pending.

Event description:
It was reported stimulation is not effective to the desired areas. The pt further alleges persistent headaches and pressure behind her eyes when the stimulator is in use. X-rays taken did not confirm a lead migration. Reprogramming was declined as well as any further invention. The pt was opted a system explant as the next course of action.